Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: (expiry date: 03/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure in the right subclavian vein, the air guard valve allegedly tore when the sheath was pulled apart. It was further reported that the catheter was already passed through the introducer and proceeded with the procedure with increased back bleeding from the vessel. Furthermore, there is no information regarding additional intervention nor medications prescribed to treat back bleeding from the vessel. There was no reported patient injury.

Event description:
It was reported that during a port placement procedure in the right subclavian vein, the air guard valve allegedly tore when the sheath was pulled apart. It was further reported that the catheter was already passed through the introducer and proceeded with the procedure with increased back bleeding from the vessel. Furthermore, there is no information regarding additional intervention nor medications prescribed to treat back bleeding from the vessel. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. One photo was provided for review. The photo shows the valve cap of one of the t-handles were noted to be fractured and separated and not split evenly. The manufacturing site evaluation states that the valve had not broken completely, it was observed that the valve had been attached to the half of the t-handle indicating the fr of the sheath. Therefore, the investigation is confirmed for the reported fracture and the identified material separation issues. Furthermore the clinical condition alleged in the reported event cannot be confirmed. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: h6 (device, method). H11: h6 (result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.